Event description:
It was reported by service report that the foot end of the bed was stuck in the full up position. The customer reported that they did not known if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: footend lift assembly.